Event description:
Further investigation identified that the device in this event was not manufactured by stryker. The manufacturer was notified of the event and will be completing the investigation and reporting as appropriate. The initial report was submitted in error and should be disregarded.

Manufacturer narrative:
Corrected the b5 summary to clarify that this alleged event did not occur on a device manufactured by stryker. This was reported in error.

Event description:
It was reported that a patient was in an unspecified recliner in the recline position and then when staff returned to the room the patient had fallen to the ground resulting in a hemorrhage. The recliner was in the upright position at that point. No product failure was alleged at the time of reporting.